Event description:
The customer contacted baxter's technical service center to report a burnt smell on a homechoice (hc) machine after use. The home patient (hp) stated the machine is giving off a burnt smell and he is afraid to use the machine. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of home patient stated machine is giving off burnt smell. Internal inspection was performed and failed; found an intermittent connection between the ac power harness at the alternating current component (accomp) printed circuit board (pcb) j1/p1 connector which is related to the reported issue. The assignable cause for the reported issue homechoice giving off burnt smell was determined to be caused by an intermittent connection between the ac power harness at the accomp pcb j1/p1 connector. The device was determined not to meet specifications for the customer reported issue homechoice giving off a burnt smell. Pal recommends replacing the accomp pcb assembly and the ac power harness cable assembly. The device will be sent for servicing. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.